Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. The fluidics management system (fms) was visually inspected, and the admin tubing was cut and the spike was not returned. Surgical residue was in the cassette, drain bag, and manifolds. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The product could be recognized and tested using the console with the current software procedure. The product failed to prime and generated a system message code. After purging the post-surgical residue and visco-elastic in the cassette and manifold with a lab stock syringe, the product was tested again. The product passed functionality within specification and admin tubing from lab stock. That the post-surgical residue and visco-elastic in the cassette and manifold prevented fluid from flowing caused the failure of the product. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution (bss) bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. We were unable to replicate the customer's experience during laboratory evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trends and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that pack had no reaction to irrigation during intraocular lens implantation. The surgery was completed on the same day after replacing with new pack. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).